Manufacturer narrative:
Investigation: the device was sent to the manufacturer for inspection. During the technical inspection by the manufacturer, the fault description provided by the customer ("difficulty to view the image/light dim") was confirmed and further defects were identified. The following defects were identified in total: · start screen does not appear · control board defective · display defective the technical inspection determined that the display and the control board are defective, which is the cause of the poor image quality and the low brightness described by the customer. We assume this was caused by improper handling during refurbishment or by the user. The IFU states that the product must be tested for damage and functionality before use; had this been done, the defect would have been noticed, and the incident could have been avoided. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: there is difficulty to view the image on the cmac monitor. The light intensity on the cmac monitor appears to be very dim. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).